Event description:
The account reported they had three patient samples that gave erroneous ise results as follows: patient #1, na/k, initial 101/2.6 mmol/l, repeat 136/3.5 mmol/l. Patient #2, k, initial 5.9 mmol/l, repeated as 4.2 mmol/l. Patient #3, na/k, initial 118/3.3 mmol/l, repeated as 135/3.8 mmol/l. The incorrect results were not reported. The field service representative found the sample probe was loose and repaired the instrument.